Manufacturer narrative:
Results of investigation on subject device will be filed in a supplemental report when sample is received.

Event description:
The measure of the arterial pressure was false. The head nurse found that the measure was not correct and he decided to use another pressure line (the same pcn but another set). The pressure measured = 10 mmhg with the first set and 20 mmhg with the second set. Difference (delta) = 10 mmhg.